Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the jaws of the vasoview hemopro 2 were "crossed" when taken out of the box. The device was not used and a second vh-4000 was opened to do the case.

Manufacturer narrative:
Trackwise- (B)(4). Updated field: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). The lot # 3000478810 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the jaws of the vasoview hemopro 2 were "crossed" when taken out of the box. The hemopro jaws were not in line when inspected as they were taken out of the box the device was not used and a second vh-4000 was opened to do the case. There was no procedural delay. There were no effects to the patient.